Event description:
My mom was on the CPAP /bipap but ventilator settings, kept complaining of her mask leaking or not working correctly, there was white dust partials that would come from the machine. She then switched machines and got worse which ended in death. Can get additional information from hospital. Reference report mw5147232.